Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the protective safety sheath breaking off of ablood needle when attempting to engage.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the protective safety sheath breaking off of a blood needle when attempting to engage.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.